Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer would reset the pump to resolve the issue. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.